Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. Additional information indicated that physician successfully delivered the lead but decided to choose another branch. The physician pulled the lead out and repositioned the wire to another branch. When physician was backloading the lead onto the wire physician damaged the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to product performance issue. Additional information indicated that physician successfully delivered the lead but decided to choose another branch. The physician pulled the lead out and repositioned the wire to another branch. When physician was backloading the lead onto the wire physician damaged the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Laboratory testing noted blood/body fluid in the lumen which is normal for open-tip leads. Outer insulation integrity showed cut in the insulation approximate 380-385 millimeters. Further, unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.